Event description:
It was reported that the patient's pacemaker was explanted for an unknown cause and replaced with a leadless pacemaker. The patient's status was unknown. Additional information was requested but not received.